Manufacturer narrative:
Additional information: zero prior inflations were applied. A longitudinal burst was reported, it is not known at what pressure the burst occurred. No vessel damage was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a pacific plus pta balloon with a 45cm 6fr non-medtronic sheath and a non-medtronic guidewire during treatment of a calcified lesion in the patient¿s left proximal mid renal artery. Minimal vessel tortuosity and severe vessel calcification were reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with a pacific plus pta balloon. The vessel was not post-dilated. An inflation device was used for balloon inflation. 50/50 contrast fluid was used. The balloon was not passed through a previously deployed stent. Minimal resistance was noted during advancement of the device. Excessive force was not used. It was reported the balloon burst/detached at the target lesion. A snare was used to remove the detached component. The device was safely removed from the patient. The procedure was aborted. No patient injury reported.

Manufacturer narrative:
Product analysis approximately 18mm of the detached balloon was returned along with a snare device. The distal markerband is present in the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.